Manufacturer narrative:
Concomitant medical products: (lot#pnh0265x); unknown absorbatack (lot#unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, loss of domain, weight loss, and pannus. Post-operative patient treatment included revision surgery, preperitoneal reconstruction, panniculectomy, abdominal wall closure, and hernia repair with new mesh.